Manufacturer narrative:
Name and address: phone: (B)(6) occupation: other non-healthcare professional: sister. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a procedure using a cook single-use holmium laser fiber, the device was found separated approximately 20cm from the proximal connector. This was discovered as the device packaging was opened. The procedure was completed by using another fiber. No adverse effects were reported due to the alleged malfunction. The device malfunction was discovered prior to beginning the procedure, so no device portion was left inside of the patient.

Manufacturer narrative:
Event summary: as reported, prior to a procedure using a cook single-use holmium laser fiber, the device was found separated approximately 20cm from the proximal connector. This was discovered as the device packaging was opened. The procedure was completed by using another fiber. No adverse effects were reported due to the alleged malfunction. The device malfunction was discovered prior to beginning the procedure, so no device portion was left inside of the patient. Investigation - evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One cook® single-use holmium laser fiber was returned for investigation. The fiber was returned inside of the protective coil. The packaging tray was not returned. Visual examination revealed the fiber was returned in two segments. The proximal segment measured approximately 19.8 cm. The distal segment measured approximately 268.5 cm. There was 6 mm of clear fiber that protruded the distal end of the blue jacket. The blue jacket appeared to be frayed and slightly discolored at the points of separation. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. The device is packaged with instructions which precaution several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue. Never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, lasing with a contaminated or damage proximal. Poor lasing beam alignment or focus. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Customer reported that laser fiber was broken when they opened it and prior starting the case. Evaluation of complaint device confirms laser fiber breakage. However, visual evaluation of laser fiber found the laser fiber blue jacket had frayed appearance and it was discolored at the points of separation. Additionally, magnified visual inspection found melting appearance which indicates the energy transmitted through the fiber. Based on the information available, cook has concluded that the most probable cause of fiber breakage/separation may be related to improper handling of the laser fiber. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.